Event description:
It was reported that during an acl procedure, surgeon broke through the lateral cortex and then when removing the flexible reamer it was noticed the device tip was lodged in between the lateral cortex and skin. The piece was removed and an x-ray was taken. It is unknown if a delay happened in the procedure and if a backup device was available. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during an acl procedure, surgeon broke through the lateral cortex and then when removing the flexible reamer it was noticed the device tip was lodged in between the lateral cortex and skin. The piece was removed and an x-ray was taken. Procedure was successfully completed with the same device. No delay and no patient injuries were reported.

Manufacturer narrative:
H10: h3,h6: the reported 4.5 flexible endoscopic drill, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill tip broke off during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied during use. Use of a dull or damaged drill. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. No clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. The patient impact beyond the reported tip breakage, subsequent removal without delay and additional radiology/radiation exposure could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time.